Event description:
It was reported that during a arthroscopy, the tip of the probe came off at the metal and white ceramic splice level falling in the surgical site. Allegedly, the surgeon took the broken piece using pliers, and completed the surgery using another probe.

Manufacturer narrative:
Additional information will be provided once investigation is completed.